Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have no failure. The issue was confirmed as having occurred in the field via logs, but was not replicated in-house. The usm was tested on a in house system in normal mode with no related errors. However, it was noticed that the rolling loop was wavy. The usm was also tested on the patient side cart fixture test platform (pftp) and direction test, brake release, brake hold, sine cycle, insertion friction, advance brake test and the range of motion were tested and all passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site. The fse and was not able to reproduce the reported issue, but still replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported there was an issue with the insertion force on arm 2. The site undocked arm 2 and completed the case using arm 1 in place of arm two. The site was setting up for a case to follow now and the arms are draped. The site did not want to troubleshoot when they called in. The procedure was completed with no reported injury.